Event description:
It was reported that the external pulse generator had intermittent output reading fluctuations on the atrial side, and that the waveform on the oscilloscope was not consistent, that the amplitude varied greatly. The generator was sent in for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).